Event description:
The customer reported that the primary IV tubing "fell out" of the tip of the connector (presumed to mean the needle free valve on the patient's venous access device). The tip of the tubing remained attached to the connector resulting in leakage of blood from the patient's triple lumen catheter. The two medications that had been infusing through that lumen, levophed and epinephrine, were leaking onto the floor. As a result, the patient's systolic blood pressure dropped from the 140s down to the high 70's. No long-term patient harm was reported; the patient's blood pressure recovered when the set was replaced and the medications were resumed.

Manufacturer narrative:
The report of an IV set becoming disconnected from the patient-end connector was confirmed. Visual inspection of the set noted that none of the patient-end connector/collar components were present. Microscopic examination showed that the edge of the disconnected tubing had a clean, finished appearance. There was no evidence of solvent in or around the end of the tubing. The root cause of the separated tubing was determined to be the lack of solvent at the connection site.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.